Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was competitor product that was revised. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to an unknown reason. Competitor product was utilized to complete the procedure.